Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was not in patient use. The ventilator was returned to a third-party service center and the device failed to power on. The device's board needs to be replaced to address the issue. Additionally, not related to the above issue, an error indicating the device failed to write to a calibration data table was observed. This would not affect the device's ability to deliver therapy as designed. Then device was not repaired per the customer's request. The device was returned to the customer unrepaired.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was not in patient use. The ventilator was returned to a third-party service center and the device failed to power on. The device's board needs to be replaced to address the issue. Additionally, not related to the above issue, an error indicating the device failed to write to a calibration data table was observed. This would not affect the device's ability to deliver therapy as designed. The device was not repaired per the customer's request. The device was returned to the customer unrepaired. A correction is being sent due to information received from the third-party service center that changes the become aware date. This report serves as a correction to the become aware date from 09/18/2025 to 03/19/2025.

Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.